Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix would not extend prior to implant. Lead was replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.